Manufacturer narrative:
The reported power-on reset (por) was confirmed. The device was tested on the bench and no anomalies were found. The cause of the por could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up in backup vvi. Due to unexplained por, a download was not performed. The device was explanted and replaced due to unresolved backup vvi status. No further information was available.